Event description:
The device was removed due to "pain in the perineum." Add'l assembly kit component(s) were utilized during the procedure associated with this event. The cylinder(s), pump and reservoir component(s) were left in plance sinc3e the initial implant on 1/23/95. It is unclaear from the limited info received what components of the assembly kit were utilized and if the procedure involved replacement or additon.